Event description:
It was reported that during the tibial resection step of a total knee arthroplasty (tka), error message "expected distance between saw and device array has been changed¿ was displayed. It was further reported that the error was due to the instability and excessive movement in the robotic assisted saw interface (sasi) devices (x4). The device was being used with a robotic-assisted solution satellite station device and a base station device. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. Report 1 of 4 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.